Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as due to the patient manipulated the bag without asepsis. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin (500mg, intravenous, every 3rd dose), vancomycin (1g, intravenous, every 4th dose), vancomycin (500mg, intravenous, last dose), vancomycin (1.5gm, intravenous, every 2nd dose, for 13 days) and ciprofloxacin (750mg, oral, single dose) for peritonitis. At the time of this report, the patient has recovered from bacterial peritonitis. Action taken with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.